Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced lo readings on level 270. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected non-fasting blood glucose test result range is 135 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not provided or set): (B)(6). Adverse event not reported.